Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the instrument not being recognized by the system. There was no trouble found. The instrument was placed on an in-house system and recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal which measured approximately .055 x .043 in length and not aligned with the tube axis. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the thoracic grasper instrument was not recognized by the system. There was no patient harm, adverse outcome or injury reported.